Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss found no issues with the operation of the equipment. The fss found the unit to be working properly. The fss reviewed the error/event log and noted error messages occurred during the day of event were either prior to case during the prime and tuning stage or generated by the biomed engineer after the event. The fss noted the handpiece was not available to test. The surgery center indicated the phaco tip was discarded; therefore, the tip was not available to test. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
During a cataract extraction procedure, the surgery center reported a broken capsule resulting in a vitrectomy surgical procedure and sutures were placed. A description from the surgery center indicated that the phaco tip detached from the handpiece during the phacoemulsification. The surgeon described the tip was projected away from the handpiece while proceeding to phaco. The purple sleeve on the tip prevented the phaco tip from falling down in the patient¿s right operative eye. In addition, the surgeon communicated that the tip detachment from the handpiece caused the capsular break as it reached deeper as the tip was in the eye through the incision when the event occurred. The surgery center noted that prior to procedure commencing, the handpiece had passed the prime and tune stage with no errors detected and during the procedure, there was no errors displayed. A three piece intraocular lens (iol) was placed instead of the planned monfocal iol. The patient outcome reported is well. This report is for the phacofragmentation unit. A separate report will be submitted for the phaco tip and ellips fx phaco handpiece